Manufacturer narrative:
The reported observation of ipg connectivity issue was confirmed and duplicated during electrical analysis. The root cause of the field observation was due to a bluetooth ble frequency drift which resulted in the inability to communicate with the returned ipg using a lab standard clinician programmer. The device was subjected to a functional test on automated test equipment (ate) and failed the bluetooth ble test step. No further ate test steps could be performed due to the bluetooth failure.

Manufacturer narrative:
Correction: this correction report is for clarifying that this device is not connected to an abbott fsca.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The device unexpectedly lost bluetooth (ble) communication capabilities with the ipg and programmer prior to being implanted in a patient. Failure analysis of the returned unit has identified the ipg lost its ability to communicate with the clinician programmer (cp) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Event description:
It was reported that the patient's ipg was implanted deeper than the recommended depth and unable to connect due to ble issue. In turn, surgical intervention was undertaken the ipg was explanted and replaced to address the issue. Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The device unexpectedly lost bluetooth (ble) communication capabilities with the ipg and programmer prior to being implanted in a patient. Failure analysis of the returned unit has identified the ipg lost its ability to communicate with the clinician programmer (cp) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Manufacturer narrative:
The device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue.

Event description:
The device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned unit identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue.